Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. The customer was advised that in order to troubleshoot their device we may request to change the set and/or reservoir. After the troubleshooting was done, customer was advised that the reservoir was the cause of no delivery alarm during fill tubing. Customer was advised that we would send replacement reservoir and infusion sets.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir & connector into a paradigm pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion:reservoir not occluded. Additional information has been received which was not included with the initial report. The information has been provided with this report. The information that provided aware date with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to 0134. The initial report and or supplemental report had the incorrect aware date. The correct aware date is july 5, 2015.